Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by vet that a horse underwent an equine castration procedure on (B)(6) 2016 and suture was used. The suture broke post-operatively and the spermatic cord with skin superficial layers were re-closed.

Manufacturer narrative:
Additional narrative: it was reported that the suture was used for subcuticular layer during the initial procedure and the suture broke in multiple places at the same day during recovery. It was also reported that knots were intact and the suture was placed as a continuous stitch. Representative samples were returned for evaluation. Visual and functional examinations revealed that samples met all specified requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.